Event description:
Additional information was received from the rep reporting troubleshooting was performed. Further follow up with the technician, and impedances were okay. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 977a290, serial# (B)(4), product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a trial patient. Impedances were out of range, even in the or. When the lead was tested separately they were okay. When programmed using both leads, they were out of range (high impedances). It was unknown if there were any external factors that contributed to the event. Troubleshooting and actions taken to resolve the event were impedance test, external neurostimulator (ens) change, and multilead trialing cable (mltc) change. Low amplitude got good impedance results, but as soon as amplitude was increased impedances raised again. It was further reported that if the nurse does impedance test on the single lead, they are fine between 800 and 1200 ohms. If the nurse programs a single lead, the patient doesn¿t get their pain area covered, so has to program the second lead to cover all the area. When doing so, the impedances go beyond 35000 ohms and the patient can¿t feel paresthesia anymore. The rep helped with programming. Even after hours of attempts and different programming configuration, they didn¿t manage to have the patient feel stimulation correctly. The issue was not resolved at the time of this report. It was noted that the physician and nurse were both very experienced and well trained. It was noted that surgical intervention occurred. The patient was alive with no injury.